Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in distal region lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 21.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device was loaded onto a 0.014 inch guidewire following soaking in a waterbath. The device was inflated using a pressure of 18 atmospheres (atm) with no issues. Vacuum was pulled and the balloon deflated in 11 seconds with no issues. The encore inflation device was verified before and after use up to 18 atm using druck gauge. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03dec2020. It was reported that stent deployment failure occurred. The diffusely stenosed target lesion was located in the severely tortuous left anterior descending artery. After the lesion was pre-dilated with a balloon catheter, a 2.50x28mm promus element plus drug-eluting stent was advanced but the stent could not accurately be placed in the lesion even after multiple attempts due to severe tortuosity and diffusion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.